Manufacturer narrative:
Reference (B)(4). Information received from codman complaint pr ID: (B)(4). No product return expected to natus. IFU for codman eds 3 csf external drainage system confirms product should not be used if contents appear damaged (ref. Precautions information, page 4).

Event description:
Needle is curved, therefore unusable.